Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited blockage at bending section cover. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the channel tube. Foreign object comes out of the distal end. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated. Due to a pinhole on channel-tube, water tightness was lost. Due to damage on charge coupled device (ccd) unit, foggy image occurred. Due to wear of angle wire, bending angle in down direction does not meet the standard value. The cleaning brush and forceps could not be inserted. The distal end cover had a scratch. The adhesive of the bending section cover had a crack. There was trace of water invasion in the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogged in the biopsy channel was unable to be identified. However, it¿s probable the foreign material may have been clogged in the biopsy channel due to improper reprocessing caused by device leakage. The following is included in the instructions for use: ¿reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for update to the reporter email address. The email address provided on the initial medwatch is incorrect. The reporter email address is unknown.